Event description:
Information received regarding the device notes that the patient went to the hospital due to "bad feeling." The device had c hanged from ddd to vvi mode and showed dashes (---) for most parameters.~~~